Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible fracture, inappropriate mode switching due to oversensing and occasional loss of av synchrony. The ra lead was reprogrammed, remains in use until the scheduled lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and analysis of the device memory indicated atrial oversensing.

Event description:
It was later reported that the ra lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2010. (B)(4).